Manufacturer narrative:
At this time, this is the information known. Upon receipt to the post market qualilty assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during an implant procedure, during the induced vf (ventricular fibrillation), a shorted lead indicator was displayed. In addition, a low out of range shock impedance measurement was revealed. A second device revealed a similar message. After eighteen seconds elapsed, external defibrillation was performed. The chronic lead was removed and replaced. After the lead replacement normal measurements were obtained. There was concern that the lead impedance measurement did not reveal the issue and may not have been correct. An internal technical service consultant was contacted and provided feedback regarding the issue. No further patient symptoms were reported. It is unknown whether the lead is a boston scientific product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of device memory confirmed the device had reached eol due to a charge time greater than 45 seconds. Memory also indicated three shorted lead faults had been detected on the same day as eol declaration. Visual inspection of the device noted arc marks on the device case. An x-ray of the device was performed, revealing the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Analysis concluded the related lead most likely shorted to the device case, damaging the plasma fuse, and leading to the reported clinical observations.